Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were update: b4, b5, d4, g3, g6, h1, h2, h3, h4, h6, h10 no product was returned or pictures provided; visual and dimensional evaluations could not be performed. Medical records/radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: (summarized by hcp) impressions: suboptimal orientation of the acetabular cup, resulting in subluxation/slight dislocation of the femoral head with respect to the cup. No fracture of hardware or bone was noted in the review a review of the device history records identified deviations or anomalies during manufacturing, the deviations or anomalies would not have attributed to the event. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical devices: part: 51-114150, lot: 6732013; part: 11-363663, lot: 656310; part: 31-323230, lot: 013530; part: 010000934, lot: 6929020. Report source: (B)(6).

Event description:
It was reported that the patient was revised 1 week post-implantation due to an intra-operative acetabular fracture during the primary surgery. Attempts have been made and no further information has been provided.